Manufacturer narrative:
The hydrosurg device has not been returned for evaluation. At this time a root cause determination cannot be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. If/when the sample is received and evaluated, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the user facility that the hydrosurg irrigator started smoking during use and had to be doused with water. There was no patient or user injury reported.

Manufacturer narrative:
Addendum is to report the investigation and results of the evaluation of the same lot samples returned by the user facility. While the user discarded the actual complaint sample, twenty-five same lot samples were returned. From the twenty-five same lot samples returned, ten random samples were chosen for evaluation. Five of the ten random samples selected were subjected to a functional evaluation. The five units were set up per the IFU and the irrigation button was activated a minimum of ten times. The five samples were found to activate and function as intended with no indication of overheating or smoking. The ten samples selected, which included the five tested functionally, were disassembled and visually inspected. Visual inspection of the battery compartment and circuit board found no visual or manufacturing anomalies during the evaluation. At this time without having the actual sample to evaluate, root cause is undetermined. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported by the user facility that the hydrosurg irrigator started smoking during use and had to be doused with water. There was no patient or user injury reported.